Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While suturing the subcutaneous tissue the needle pulled off the suture and was lost in the patient. The surgeon extended the incision to locate the needle. The needle was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eg5gtdn: mfg date: 07/17/2012, exp date: 06/30/2017; batch em5glgn: mfg date: 12/07/2012, exp date: 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.